Manufacturer narrative:
(B)(4). Final report the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes, the explants and an update on the patient could not be provided and thus the investigation was limited. Review of the x-ray and pre-operative planning documents which were provided did not present any obvious reasons for the reported pain and thus the root cause cannot be identifed. Corin are unable to conduct any further investigation based on the information available and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opene for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts / trinity revision after approximately 1 year and 11 months due to thigh pain.

Manufacturer narrative:
(B)(4). Initial report. Pre-operative planning and x-rays have been provided which will be reviewed at corin. Details of these reviews will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts/trinity revision after approximately 1 year and 11 months due to thigh pain.